Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet was accidentally dropped while walking, resulting in a shattered touchscreen that prevented further device operation; blood glucose was reportedly unaffected, and the user transitioned to backup therapy. Symptoms included no adverse clinical effects. Outcomes included no impact on health status or need for medical intervention. Investigation included customer interview and logistics review for replacement and and inspection of the returned device . Investigation of this device revealed physical damage to the device¿s display module consistent with impact, with no reported performance issues affecting glucose management. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.